Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The caller noted she had not been able to turn the ins on for 2 days. The caller stated at first they needed to replace the batteries since they were low. Then later they could not turn on the ins with the patient programmer. During the call the patient programmer showed stimulation off. During the call the caller confirmed they successfully turned the ins on and successfully adjusted stimulation. No complications were reported or anticipated.